Event description:
Staff members were pacing a male pt in his sixties and the unit's monitor screen went blank. The staff obtained another unit(MFR unk) and continued treating the pt. There was no adverse effect on the pt. The staff indicated that the device was hot to the touch when they removed it from the pt.